Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had several alert 113 (reduced water temperature control) on the device. A check of the csv file showed not cooling due to failed mixing pump. The device was a loaner and would be returning to the depot shortly. Assess or service returned loaner equipment.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Alert 113 is due to a bad mixing pump determined when device would not cool during the decontamination process and through the system files. The system log files showed alert 113¿s multiple times from 19:23 on 07-23-2024 to 3:56 on 7-24-2024. The corresponding csv files are not on the device. The mixing pump was replaced. Tank seals worn/torn. Tanks seals were replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: b,d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had several alert 113 (reduced water temperature control) on the device. A check of the csv file showed not cooling due to failed mixing pump. The device was a loaner and would be returning to the depot shortly. Assess or service returned loaner equipment. Per sample evaluation results received on 25sep2024, it was reported that the tanks seals were worn/torn.